Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, edwards received notification of an sapien m3 valve in mitral position where there was a large residual iasd with some shunting, desaturated on room air when trialed and had a lot of tricuspid regurgitation. Iasd was closed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for difficult/unable to cross septum was confirmed based on empirical evidence of this known event type. Available information suggests procedural factors (difficulty gaining mc access and encircling challenges) and patient factors (anterior commissures) likely contributed to the event. The reported maneuverability difficulties may have contributed to more interaction with the septum that resulted in the need for the iasd to be closed at the end of the procedure. Therefore, the most likely cause of this event is due to operational context. Based on the available information from the event description and engineering investigation, the root cause is likely due to operational context. As defect size may be a determinant in the closure of an iasd, as well as in classifying an event as a complaint, procedural factors which exacerbate interaction with the septum may contribute to the need for iasd closure. Difficulty capturing leaflets during encircling may prompt the user to perform more medial, lateral, and flexing/torquing maneuvers on the gs, which contribute to increased/repeated interaction with the septum. The need for multiple transseptal punctures may also contribute to iasd size and persistence. This may occur due to an inadequate initial puncture, use of double guide sheath, or inability to re-access the initial puncture. Beyond encircling difficulties and multiple transseptal punctures, case notes may also provide additional insight into other procedural factors that could contribute to a persistent/large iasd, including, but not limited to use of an inadequate transseptal puncture, repeat balloon septostomy to regain access, device bailout, crossing multiple devices through the same transseptal puncture, or failure to remove flex prior to crossing the gs back into the right atrium. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.